Event description:
Healthcare professional reported approx. 6 weeks after injection to the forehead, around nose, beard, and lips with juvederm voluma with lidocaine, as well as, concomitant injection with juvederm volbella with lidocaine (injection sites for each product not specified), pt developed swelling under eyes, on forehead and beard and redness/irritation and pain 'everywhere." Pt was treated with encorton, dexafen, and dalacin c and symptoms worsened. Four days later pt returned to physician with continued swelling and hardness of cheeks. Pt was treated with zinnat, clemastine, and calcium. Two days later symptoms worsened again and pt was treated with cetirizine, sudafed, zyrtec, metipred, elocon and protopic. Symptoms improved the next day. The swelling has resolved, however, nodules remain at the injection sites. Pt was treated with hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of swelling, redness, irritation, pain, hardness, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately 6 weeks after injection to the forehead, around nose, beard, and lips with juvéderm® voluma¿ with lidocaine as well as concomitant injection with juvéderm® volbella¿ with lidocaine (injection sites for each product not specified) patient developed swelling under eyes, on forehead and beard and redness/irritation and pain "everywhere." Patient was treated with encorton, dexaven, and dalacin c and symptoms worsened. Four days later patient returned to physician with continued swelling and hardness of cheeks. Patient was treated with zinnat, clemastin, and calcium. Two days later symptoms worsened again and patient was treated with cetarizine, sudafed, zyrtec, metypred, elocom, and protopic. Symptoms improved the next day. The swelling has resolved, however nodules remain at the injection sites. Patient was treated with hyaluronidase. Symptoms are ongoing.

Event description:
Additional information: symptoms resolved approximately 3.5 months after onset.